Event description:
Oil leaked from motor during surgery. The surgical site was flushed with antibiotics. No patient problems resulted from the event. A back up unit was used to complete the procedure.